Manufacturer narrative:
Additional information was requested by a philips remote service engineer (rse). The rse indicated the question of the speaker producing sound was asked, but it was unknown if the speaker could still produce sound. The device was returned to a philips authorized repair center, however, the customer did not accept the repair quote, and the device was not tested or repaired; the device was scrapped. Based on the information available, philips was unable to replicate the reported problem. The reported problem was not confirmed. However, a failure to produce sound could not be ruled out. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that after replacing the loudspeaker, there is still a loudspeaker fault. Information was requested to confirm if the speaker was able to produce sound, but it was unknown. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.